Manufacturer narrative:
Trackwise ID (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported the damaged transport packaging of the delivery of the hst iii system (4.3mm). Sterility was checked and ensured by medical professionals before use or future patient contact. The direct outer packaging of the device is not affected and is intact, the goods are still ready for use. The damaged transport packaging was identified before it was used in the operating room.

Event description:
The hospital reported the damaged transport packaging of the delivery of the hst iii system (4.3mm). Sterility was checked and ensured by medical professionals before use or future patient contact. The direct outer packaging of the device is not affected and is intact, the goods are still ready for use. The damaged transport packaging was identified before it was used in the or and was stored in the sterile products warehouse for future use. The damaged transport packaging was identified before it was used in the operating room (or).

Manufacturer narrative:
Trackwise#: (B)(4). Corrected sections: h6--health effect ¿ clinical code corrected from "4580" to "4582". H6--health effect ¿ impact codes corrected from "4648" to "2645". The device was not returned to maquet cardiac surgery for investigation, however, a photograph was provided by the account. A photographic evaluation was conducted. The product box was observed to be slightly ripped at the opening part of the product box. No other visual defects were observed. Based on the non-return of the device as well as the photographic evaluation, the reported failure "manufacturing, packaging or shipping problem" was confirmed. The lot # 3000307047 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.